Manufacturer narrative:
(B)(4). Product device code - phx. (B)(4). Concomitant medical product(s): comp primary stem 10mm mini cat#113630 lot#367580; comp rvs tray co 44mm cat#115370 lot#187560 ; arcom xl 44-36 rtnv+3 hmrl brg cat#xl-115365 lot#654480; comp rvrs 25mm bsplt ha+adptr cat#010000589 lot#995510. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05531, 0001825034 - 2019 - 05532, 0001825034 - 2019 - 05533, 0001825034 - 2019 - 05534.

Event description:
It was reported that the patient underwent an initial right shoulder arthroplasty. The patient started experiencing pain and stiffness. Approximately 2 years later, upon looking at the x-ray, it looked to have glenoid notching so the physician decided to remove all implant, place a spacer to allow for CT scan, and plan for future vrs reconstruction of glenoid and revision humeral surgery to another comprehensive stem or possible srs. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Visual examination of the provided pictures identified that the stem, tray and bearing are explanted and have blood stains on them. The bearing is worn due to notching. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no complications noted during initial procedure glenoid notching was noted in revision procedure radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: punched-out erosion along the cortex inferior to the glenoid component, consistent with glenoid notching. Possible loosening of the humeral stem component also noted. Review of the device history record(s) identified no deviations or anomalies during manufacturing of glenosphere. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.